Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing issue on 29-may-2024. He found that tubing was somehow bent while using it. The set was in use for less than 24 hours. Blood glucose levels were between 300-400 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.